Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fibers were found in two (2) units of 1000ml exactamix eva tpn bags. This event occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two (2) devices were returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed. No particulate was observed in the fluid pathway of the two samples. The reported issue was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.